Manufacturer narrative:
(B)(4). Date sent: 02/07/2020. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Luckily, they have one more pph03 device ready in the hospital's warehouse room. This additional one used during the consequences. Where within the gap setting scale was the orange indicator prior to firing? There wasn't any indication other than casual. What confirmation was received that the device was fully fired? Since there wasn't any indication other than casual usage, surgeons thought it would operate casually and thought it was fully fired with staples. Were the staples seen in the surgical field? There wasn't any staples, but closure with cuts happened. During operation, handle was unlocked and was ready to close. However, when pulling the handle, the closure with cuts happened. But after pulling the device pph03 out from patient, there is bleeding happened, and surgeons recognized there wasn't any staples in the device and needed to replace with new pph03 device at prompt and surgical operation repeated from the very beginning.

Manufacturer narrative:
(B)(4). Date sent: 06/17/2020. D4: batch # t5ap68. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage without staples present and with the breakaway washer uncut and indented. In addition, the accessories were received. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/05/2020.

Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2019. Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Were the staples seen in the surgical field?

Event description:
It was reported that during an unknown procedure, pph03 was cut but there were not loaded any clips. Fortunately, there was another stapler to use in the hospital. So, the surgery was done successfully but hospital was complained to us.